Event description:
From staff: medtronic pipeline vantage embolization device did not deploy as intended during procedure. Device removed, deployed on table, and device failure noted. From operative report: the proximal portion of the stent device was unable to be opened due to ribboning, despite attempting multiple catheter/wire manipulations. The device was removed. A 3.5 mm x 16 mm pipeline vantage was then loaded into the phenom catheter after being prepped on the back table. This was placed past the level of the aneurysms with good distal wall apposition. The proximal portion of the stent device was unable to be open again due to ribboning, despite attempting multiple catheter/wire manipulations. This device was also removed.